Event description:
Reportedly, at the end of a threshold test, a black strip appeared on the screen.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). - reportedly, during a follow-up on 6 july 2022, an abnormal black strip on the egm was displayed on the programmer screen after a threshold test. - based on available data, the exact root cause of the observed behavior could not be determined with certainty. It is suspected that it resulted from an inadequate programmer software management, which might occur when a real time test is stopped. - based on available data, no issue is suspected on the pacemaker.